Event description:
Pelvic abscess infection [pelvic abscess]. Bowel perforation [intestinal perforation]. Elevated white blood count [white blood cell count increased]. Sepsis [sepsis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a company rep regarding a (B)(6) female pt, initials (B)(6). "About four weeks ago" (approximately (B)(6) 2012) seprafilm was placed during a cesarean section, number of sheets not provided. The pt experienced sepsis and a white count of 40,000 and the physician suspected a reaction to seprafilm. The pt then had a bowel procedure to clear up the pelvic abscess on (B)(6) 2012 and ended up with a bowel perforation. The pt had to undergo two more surgeries. The pt is still in ICU, and is doing better. The action taken with seprafilm treatment was not provided. The outcomes for the events of pelvic abscess infection, sepsis, bowel perforation and elevated white blood count were not yet recovered. Concomitant medications were not provided. The intensities for the events of pelvic abscess infection, sepsis, bowel perforation, and elevated white blood count were not provided. The reporter assessed the relationship between seprafilm and the events of pelvic abscess infection, sepsis, and elevated white blood count as possible. Additional info was received later in the day on (B)(6) 2012 from the physician via the company rep. The pt had gray puss matter under the incision and an infection. The pt was reported to have been "re-explored spent time in the ICU", with no results provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.